Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal device was returned for product evaluation. The returned sample includes the arteriotomy locator and the hemostasis sheath. The device is visually analyzed. The device appears to be used with visible signs of blood. The hemostasis sheath contains a kink near the blood inlet holes and has deformation on the sheath tip. The complaint can be confirmed for sheath mechanical damage. The sheath was kinked at the blood inlet holes and had deformation on the device tip. The exact root cause cannot be determined. The likely cause is the sheath was damaged during patient insertion with calcified arteries. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that the patient was thin and with calcified areas. When sheath was placed it either buckled or had an imperfection to begin with; however, the surgeon did not notice. He used another vip unit and proceeded to place the new unit without incident. The procedure performed was chronic total occlusion (cto). The blood loss was less than 250cc. There was no patient injury and/or require medical or surgical intervention. Additional information was received on 05may2025: the procedure sheath was 6 french. The doctor thought that the sheath buckling was due to the calcified area. A pre-deployment angiogram was performed. The patient stated to be fine.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy, a2: age & date of birth: requested, not provided due to hospital policy, a3a: sex: requested, not provided due to hospital policy, a4: weight: requested, not provided due to hospital policy, a5: ethnicity: requested, not provided due to hospital policy, a6: race: requested, not provided due to hospital policy, d6a: implanted date: device was not implanted, d6b: explanted date: device was not explanted, e3: occupation: ic fellow. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.